Event description:
Lead explanted in 2017 due to noise causing inappropriate shocks. Lead was returned to biotronik for analysis on 16-aug-2021. Should additional information become available, it will be added to this file

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11cm distal to the is1 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.